Manufacturer narrative:
No evidence of a device malfunction. Facility staff attributed clotting of the circuit to inadequate anticoagulation. Anticoagulation has now been prescribed for this pt. Alarms were attributed to misloading of the cartridge by the operator into the cycler. User's guide includes appropriate instructions for loading the cartridge. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
Multiple arterial air alarms occurred during two routine hemodialysis treatments which could not be resolved. Rinseback of the pt's blood was not performed in either of the treatments due to clotting of the extracorporeal blood circuit resulting in an estimated blood loss of 190cc for each treatment. No anticoagulation was used during the treatments. The pt's routine epogen dose was increased after the second blood loss occurred. No further medical intervention was reported.